Manufacturer narrative:
Device evaluation: the initial device evaluation submitted for this report was performed on the wrong pump. This device evaluation report contains information from the investigation that was performed on the proper insulin pump that was evaluated on (B)(6) 2014: the pump history showed no alarms outside the range of normal patient use. The basal and boluses added up appropriately to total the total daily dose. The last basal delivery was on (B)(6) 2014 at 11:35 am. The pump passed a delivery accuracy test and was found to be operating within required specification and delivering accurately. Unrelated to the initial allegation, the battery compartment was cracked at the threads on the side. Additionally, the display screen had a pinkish contrast. Correction: the serial number for this report has been updated to (B)(4).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/22/2014 with the following findings:. The pump history didn't show any alarms outside the range of normal patient use. The recorded basal and bolus deliveries add up appropriately to total the total daily dose of insulin, showing that the pump was delivering accurately until the last date of use. The pump passed a delivery accuracy test and was found to be operating within required specifications and delivering accurately. The allegation of an inaccurate delivery could not be duplicated. Unrelated to the initial complaint, the battery compartment was cracked from between the bumper pad and cover. The returned battery cap was able to fully tighten to pump to complete testing. The display screen had a pinkish contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was not delivering appropriately. The pump was reviewed and confirmed that the pump settings were programmed appropriately, the pump basal rates matched the programmed rates and was consistent with the total daily dose, and the boluses were recorded as programmed and were reflected in the total daily dose. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.